Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(4). Complaint status: in process mdt initial contact: (B)(4). Issue of yesterday isn't solved. Every 4 hours an empty batt. Need to replace pump via fsl. Country: (B)(6). Input date: (B)(4) 2017 warranty start: 05/13/2016 warranty end: 05/12/2020 batch. (B)(4).